Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device's rotary knob was damaged. Stryker replaced the device's rotary knob. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not switch between automatic and manual mode. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not switch between automatic and manual mode. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.